Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No moisture damage found inside the device. The device had broken battery cap, cracked case at display window corners, battery tube threads, reservoir tube, broken belt clip slot, minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had difficulty removing the battery cap. The customer's blood glucose was unknown at the time of incident. The customer was able to remove the battery cap at the time of call. The customer mentioned that the screen was blurry. The customer also reported that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.